Manufacturer narrative:
No further information was able to be obtained. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient presented with two diopters of cylinder two days post intraoperative aberrometry assisted cataract surgery. It was also noted that the surgeon chose to make limbal relaxing incisions on the patient after intraocular lens implantation even thought the system suggested a minimal amount of cylinder on the aphakic refraction. Additional information received states the surgeon performed a lens exchange.